Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured. The fractured implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 3.75 x 10mm (item # oss310) was returned for investigation in two pieces. Visual inspection of the returned product identified clearly evident fractures that have broken the implant into two heavily damaged pieces. The reported device was located on tooth # 19 and was used for approximately 8 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.